Event description:
It was reported that the customer was experiencing low blood glucose. The customer's blood glucose at the time of incident was found to be 1.2 mmol/l. The customer's blood glucose at the time of call was 10.1 mmol/l. The symptoms related to low blood glucose were sweating, confusion and difficulty in moving. The customer was treated with food and glucose tablets. The customer was using the insulin pump within 48 hours when the low blood glucose event was reported. The customer was using auto mode at the time of incident. Troubleshooting for low blood glucose was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.